Event description:
The saw is coming loose from the saw attachments while cutting bone. Dr. Is requesting that all of his attachments be replaced because this has been happening frequently with all the attachments. Surgical delay = minutes. Case type: tka update: "this happened today with a straight and an offset attachement in the same case. We have had issues with the saw coming loose for the past week and today (B)(6) decided he wanted all of the attachements replaced." "The blade did not fall out but it became loose while making cuts which made our cuts in accurate." Surgical delay 3-5 min, left side update: "> 1. Which cuts were inaccurate?- straight cuts were inaccurate 2. > how were the cuts inaccurate? (Proud, deep, etc)the cuts were proud > 3. What is the estimated discrepancy mentioned in the complaint? (Tka > ¿ angle(s) & mm)- about a mm off 4. Was the planar probe utilized to > measure cut accuracy? No it was not- the trial did not fit- on the > femur a/p 5. Are post-op x-rays available? (Yes/no)- no".

Manufacturer narrative:
Reported event: it was reported that the saw is coming loose from the saw attachments while cutting bone. Dr. Is requesting that all of his attachments be replaced because this has been happening frequently with all the attachments. Surgical delay = minutes. Product evaluation and results: product was not inspected as the product was not returned for evaluation. Product history review: device history records indicate 50 devices were manufactured under lot 35060718 and (B)(4) devices were accepted into final stock on 08/28/2018. A review of qt-18-08-0103 revealed (B)(4) rejected devices were re-inspected and accepted into final stock on 01/08/2019. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 212186, lot number 35060718 shows 3 additional complaints related to the failure in this investigation. The complaints are (B)(4). Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The saw is coming loose from the saw attachments while cutting bone. Dr. Is requesting that all of his attachments be replaced because this has been happening frequently with all the attachments. Surgical delay = minutes. Case type: tka. Update: "this happened today with a straight and an offset attachment in the same case. We have had issues with the saw coming loose for the past week and today dr. (B)(6) decided he wanted all of the attachments replaced." "The blade did not fall out but it became loose while making cuts which made our cuts inaccurate." Surgical delay 3-5 min, left side. Update: "which cuts were inaccurate?- straight cuts were inaccurate. How were the cuts inaccurate? (Proud, deep, etc). The cuts were proud. What is the estimated discrepancy mentioned in the complaint? (Tka ¿ angle(s) & mm)- about a mm off. Was the planar probe utilized to measure cut accuracy? No it was not- the trial did not fit- on the femur a/p. Are post-op x-rays available? (Yes/no)- no."